Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing( drawn with deionized water, cap/stopper assemblies were removed and reattached, and samples were left to stand for 3 hours. None of the cap/stopper assemblies detached from their tubes during the procedure) and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes, the device experienced stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: staff member has been exposed to the blood contained in an edta tube as the top ¿just popped off¿ and all the blood went all over hands.